Manufacturer narrative:
Qn# (B)(4). A visual inspection test was performed on a picture provide by the customer showing a label of product code a-6000-08lf however the device involved on this customer complaint is not on the received picture. The customer complaint cannot be confirmed since a picture of the device involved on this customer complaint was not provide. The device history record of batch number 74m1900842 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided; a visual inspection test was performed on a picture provide by the customer showing a label of product code a-6000-08lf however the device involved on this customer complaint is not on the received picture. To perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was leaking from the needless sample port on the red connector. He said the leaking was vigorous and was about 100 ml in 8 minutes of fluid that leaked from the sample port site. There was no adverse impact on the patient.

Manufacturer narrative:
(B)(4), the device history record of batch number 74m1900842 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Even though complete sample was provided from the customer it was not possible to cross it to (B)(6) due to contamination on it therefore just ats connectors were received for investigation at nuevo laredo. A tubing with ats bayonet male was received for evaluation. No visual issues were observed on section of sample received. No visual issues were observed on section of sample received. Functional inspection test cannot be performed since the sample involved in this customer complaint was receive incomplete only the ats connectors were received for evaluation. Ats bayonet male received was connected to a bottle to simulate the use using water; it was tested with suction and no leakage issues were observed. Also, it was taken a sample from sample port and no issues were observed. Customer complaint cannot be confirmed based on functional inspection. No issues were observed on section of sample related with this complaint.

Event description:
It was reported that there was leaking from the needless sample port on the red connector. He said the leaking was vigorous and was about 100ml in 8 minutes of fluid that leaked from the sample port site. There was no adverse impact on the patient.